Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 180 mg/dl back to back with a result of 461 mg/dl on the advantage system when testing was performed within 10 mins. Rptr alleged the customer took his normal 500 mg of metformin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.